Manufacturer narrative:
The reported event of high rv-lead impedances and rv-setscrew anomalies were not confirmed. Analysis revealed the rv-setscrew was normal. The setscrew had no stripping or other damage and could be tightened normally with the wrench clicking confirming the setscrew is tightened. Analysis revealed the device was electrically normal. The device read lead impedances normally in lab testing. The device image data showed the recorded lead impedances were in the normal range during the implant event in the field. The device paced normally throughout all electrical and environmental testing. No device anomalies were found throughout all testing. Device is normal.

Event description:
It was reported that the patient had presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance when the right ventricular (rv) port was connected, but the impedance was normal when tested with a pacing system analyzer and when connected to the right atrial port. An unusual clicking sound was heard when turning the hex wrench in the rv port. Because the lead was difficult to place in the rv port, the first pacemaker was not used. The physician then attempted to connect the lead to a second pacemaker, but the same issues persisted. The second pacemaker was also not used and was replaced during the same procedure on (B)(6) 2025. The patient remained in stable condition.